Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The facility device cleaning disinfection and sanitization (cds) practices were no provided by the customer. The device was evaluated and no physical damage was confirmed at the location where bacteria were detected. Additionally, a white foreign material was observed inside the air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the customer reported positive microbial growth issue could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed the might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the reported microbial growth and observed foreign material issues were likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 76 colony forming units (cfus)/100ml of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 8 colony forming units (cfus) of staphylococcus hominis in the instrument/biopsy/suction channel, 1 cfu of staphylococcus epidermidis in the air/water channel, and >20 cfu of micrococcus luteus in the auxiliary water channel. The device was reprocessed and repeat testing did not detect microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.